Event description:
The patient was admitted for a procedure in 2008 with a lesion in the distal right coronary artery. The lesion had 99% stenosis and was de novo, heavily calcified and highly tortuous. The lesion was pre-dilated. Then a 2.5 x 28mm cypher was being delivered to the lesion, but the physician had difficulty delivering it. A micro catheter (non cordis product) was used for support; however, it would not advance either, due to severe calcification. Then the physician tried to redeliver the cypher several times, but the cypher became caught in the calcification and the distal stent strut flared. Therefore, the physician stopped using the cypher and implanted a different cypher to complete the procedure. There was no patient injury reported. The physician did not indicated any anomalies prior to use.

Manufacturer narrative:
This cypher sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the unites states cypher sirolimus-eluting coronary stent. Additional information will be submitted upon 30 days of receipt.